Event description:
#Medwatcher #followup 1 #FDA mw5035171 #(B)(4). Since (B)(6) of 2014 I have been working closely with my obgyn trying to find the cause of my heavy painful periods painful sex swollen ovary and jabbing side pain on the left side, on (B)(6) 2015 my doctor decided to do an exploratory surgery to see if he could figure out what was going on, inside he found that my essure device had penetrated through my left fallopian tube and was stabbing into my left ovary, with this problem and the rest of my female problems my doctor and I had discussed before hand if he found any problems he would take care of them while I was already put to sleep so that I would not have to go through that twice. I ended up leaving the hospital with my right ovary everything else was removed due to problems with the essure device.

Event description:
I have had extreme headaches, uncontrollable weight gain fibromyalgia diagnosis, unresolved high white cell count,heavy extremely painful periods, painful sex, unexplained swollen ovary (B)(4).